Event description:
It was reported to philips that the system locked up after making one exposure single shot or starting fluoroscopy. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the collimator. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed collimator hardware or mechanics failed error. Upon troubleshooting, fse found that the collimator was defective and replaced it. After the replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.